Manufacturer narrative:
The mvp has been returned and evaluation is in progress. A follow-up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report of mvp-5q resistance in a microcatheter. The vessel was minimal tortuous. All devices were prepared as indicated in the IFU. It was reported that during the procedure, the mvp was unable to be advanced through the microcatheter. The physician decided to remove the mvp. While pulling the mvp back through the microcatheter, the plug dislodged from the delivery wire and became stuck. The microcatheter and plug were removed from the patient together. After removal from the patient, the physician was able to remove the plug from the catheter. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Device evaluation the mvp-5q plug was returned for analysis. As received, the plug portion of the mvp-5q was found to be separated from the pushwire. The pushwire was not returned; any contributing factors from the pushwire could not be assessed. No damages or issues were found with the returned plug. Due to the condition of the returned plug, it could not be used for testing. Based on the device analysis and reported information, the reported event could not be confirmed.

Manufacturer narrative:
Correction based on the device analysis and reported information, the report of premature detachment was confirmed. The plug was found to be detached from the delivery wire at the detachment zone. It is possible that the device and/or micro catheter may have rotated during delivery or removal subsequently causing the device to detach from the pushwire. All products are 100% inspected for damages and irregularities during manufacture. Per the mvp micro vascular plug IFU: ¿do not twist or rotate the delivery wire or the device may detach prematurely.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.